Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.

Event description:
It was reported that loss of connection occurred on for transmitter with (B)(6) . However, transmitter with (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed. A review of the share logs was performed and signal loss for (B)(6) within the investigation window.  The allegation was confirmed. The probable cause was determined to be the probable cause was the mobile device updated its operating system which closed the app. The reported event of 115 is reportable based on. The complaint states that signal loss over one hour was reported. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was the mobile device updated its operating system which closed the app. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).